Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior repair procedure. The physician did a couple of extra passes when placing the right leg assembly, because she didn't feel she was getting a good 'bite' with the capio. Once the leg assembly was successfully thrown through the ligament, the physician was pulling the dilator through the ligament by grasping the suture with hemostats, and the suture detached just a few millimeters below the needle. Reportedly, the suture, with the needle at the end, remained grasped by the hemostats and did not fall loose inside the patient. The physician completed the procedure with another uphold lite vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The capio device was not received for analysis. Visual analysis of the returned mesh assembly revealed that 30mm of the distal end of the solid blue dilator, along with the lead suture was missing from the mesh assembly. In addition, the needle from the blue and white dilator was also missing. The most probable explanation for the needle being missing from the blue and white dilator is that the leader was cut to facilitate the removal of the device. Anatomical/procedural factors likely contributed to the suture/needle detachment from the solid blue dilator.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior repair procedure. The physician did a couple of extra passes when placing the right leg assembly, because she didn't feel she was getting a good bite with the capio. Once the leg assembly was successfully thrown through the ligament, the physician was pulling the dilator through the ligament by grasping the suture with hemostats, and the suture detached just a few millimeters below the needle. Reportedly, the suture, with the needle at the end, remained grasped by the hemostats and did not fall loose inside the patient. The physician completed the procedure with another uphold lite vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure.